Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the superficial femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approx 6 mm. Pre-procedure the pt was anticoagulated with angiomax. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician pulled back to get temporary hemostasis and the balloon lost pressure and the device pulled through the sheath. The physician removed the device and converted the pt pt to 15 mins of manual compression. Hemostasis was successfully achieved. The pt was reported as fine.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1213703) indicated that the mynx lot met all established performance criteria prior to shipment.